Manufacturer narrative:
Block d2b: product code - additional product code qon. Block d10: UDI for concomitant product, tined lead: (B)(4). Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block h11: it was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of device explant was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
The physician suggested removal of patient's device to help with symptom management and prescribed two medications which helped with symptom management. The patient had a full device removal and is expected to have a full recovery. There are no other complications.

Event description:
It was reported that a patient with this neurostimulator is scheduled to have a full device removal. The physician put the patient on two medications, which are helping with the patient's symptoms, and suggested the removal of the device. The patient had a full device removal and is expected to have a full recovery. There are no other complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4).